Manufacturer narrative:
Additional suspect medical device components involved in the event: product family: scs-linear leads upn: m365sc2317500 model: sc-2317-50 serial: (B)(6). Batch: (B)(6).

Event description:
It was reported that the patient was unable to fully charge the implantable pulse generator (ipg). High impedances were also noted on the leads. The patient underwent a revision procedure wherein the ipg and leads were replaced with a magnetic resonance imaging (MRI) compatible device. The explanted leads were not returned. There were no reported complications postoperatively.